Manufacturer narrative:
See scanned table. [2.8 inr has no lab result, so comparison test can't be performed. Inr results such as 3.4, 3.0, and 3.9 inr are also excluded from comparison test since tests were done more than three hours apart]. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. End-user reported accuracy discrepant test result. Meter and strips were not expected to be returned. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Trouble shoot revealed pt inr record was around 3.x. There is no sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: (B)(6)2009: meter-inr: 2.8; lab-inr: none. (B)(6)2009: meter-inr: 1.6; lab-inr: 3.0. Meter-inr results during (B)(6) are as follows: (B)(6): 3.4; (B)(6): 3.4; (B)(6): 3.0; (B)(6): 3.9.